Manufacturer narrative:
This report is submitted on february 20, 2017.

Event description:
Per the clinic, the patient experienced pain with external processor use and it was found that the receiver-stimulator had migrated. Clinical management has resolved the issue. The implanted device remains.